Manufacturer narrative:
Device brand name unknown. Device product code unknown. Device lot number unknown. Device 510k number unknown. Product not returned.

Event description:
It as reported that the external hex of the unknown biomet retaining screw is fractured in the implant. It was also reported that the implant is fine.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). The product reported was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The returned x-ray shows an unknown implant in the surgical site. It was confirmed that the unknown screw was fractured in the implant. Complaint indicates screw fracture in the implant. Alleged event was confirmed from the returned x-ray. A root cause for this complaint could not be determined